Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose went as high as 560 mg/dl and as low as 40 mg/dl. Customer advised they are ill, tired and experienced high and low blood glucose levels. Customer advised one of the basal rates were adjusted. Customer was advised that two replacement sensors will be sent out.